Manufacturer narrative:
The referenced of the patient's gastrointestinal bleeding (gi) history was reported under MFR# 2916596-2020-00902. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) with elevated lactate dehydrogenase (ldh) of 1,065 u/l (goal ldh in the 600 u/l range), dark urine and concern for vad thrombosis versus liver failure with haptoglobin low below 30. The patient was given intravenous (IV) heparin. The patient is not on any anticoagulation due to history of gastrointestinal bleeding (gi) and liver disease. There were no changes in pump parameters. Log file submitted revealed that the equipment is operating as intended. There were no unusual events recorded in the submitted log files. The patient¿s current ldh as of (B)(6) 2020 is now 670 u/l with clear urine.

Manufacturer narrative:
Manufactures investigation conclusion: the report of suspected thrombus could not be confirmed. Additionally, a direct correlation between the device and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this investigation. A direct correlation between the device and reported liver dysfunction could not be conclusively determined through this investigation. Review of the submitted log files did not reveal a device issue. There were no atypical alarms captured throughout the recorded data. The pump operated above the low speed limit for the duration of the log files. The log files appeared to show the system operating as intended. It was reported that the patient presented with ldh over 1000 and dark urine and it was suspected that the patient had liver failure or thrombosis. It was reported that the patient was not on anticoagulation medication due to a history of gastrointestinal (gi) bleeds. The patient also had a history of liver disease. There were no changes in pump parameters. The patient had dark urine and was given intravenous (IV) anticoagulation. The plan of care is IV anticoagulation, with a goal of ldh in the 600s. The current ldh is 670 with clear urine. The patient remains ongoing on ventricular assist device (vad) support, and no further related events have been reported at this time. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 24may2013. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists device thrombosis and hepatic dysfunction as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The IFU outlines the indications of thrombus and how to respond to such events. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.